Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one three resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for hemostasis during a polypectomy procedure performed on an unknown date. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue. However, the clip did not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one three resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for hemostasis during a polypectomy procedure performed on an unknown date. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue. However, the clip did not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and a visual and microscopic evaluation noted that the device returned with the clip assembly detached with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the returned device shows the clip assembly fully deployed. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.